Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements to greater than 2000 ohms. Subsequently it was reported that the patient underwent a lead extraction procedure as the lead was reported to have fractured. The patient's system was replaced with another manufacture's product. There were no adverse patient effects reported. The lead is not expected to be returned.